Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of autoimmune disorder ('autoimmune disorder') and feeling abnormal ('brain fog') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced autoimmune disorder (seriousness criteria medically significant and intervention required), feeling abnormal (seriousness criterion medically significant) and gluten sensitivity ("sensitive to gluten"). The patient was treated with gave up gluten reluctantly and surgery (essure removed). Essure was removed. At the time of the report, the autoimmune disorder and gluten sensitivity outcome was unknown and the feeling abnormal had resolved. The reporter considered autoimmune disorder, feeling abnormal and gluten sensitivity to be related to essure. Concerning the injuries reported in this case, the following one/ones were reported via social media: autoimmune disorder, feeling abnormal and gluten sensitivity. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 13-may-2020: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of autoimmune disorder ('autoimmune disorder') and feeling abnormal ('brain fog') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced autoimmune disorder (seriousness criteria medically significant and intervention required), feeling abnormal (seriousness criterion medically significant) and gluten sensitivity ("sensitive to gluten"). The patient was treated with gave up gluten reluctantly and surgery (essure removed). Essure was removed. At the time of the report, the autoimmune disorder and gluten sensitivity outcome was unknown and the feeling abnormal had resolved. The reporter considered autoimmune disorder, feeling abnormal and gluten sensitivity to be related to essure. Concerning the injuries reported in this case, the following one/ones were reported via social media: autoimmune disorder, feeling abnormal and gluten sensitivity. Quality-safety evaluation of ptc: unable to confirm complaint. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.